Manufacturer narrative:
Concomitant products: 419588 lead implanted (B)(6) 2010; dtbb1d1 crtd implanted (B)(6) 2015 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing on current electrograms (egm) and possible oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.